Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.